Event description:
Reported by a foreign hospital that a vns therapy programming wand was "not operating properly", and that it was faulty." Wand was subsequently returned to MFR for product analysis. During analysis, the reported issue, communication difficulties, was confirmed. The wand serial cable, which produced communication errors, had an open conductor. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.